Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a premature deployment occurred. The lesion was located in an unspecified bile duct. The rx wallstent biliary 10mm x 60 mm stent delivery system (sds) was advanced to the lesion. Upon deploying the stent, the physician noted that the stent deployed prior to reaching the "point of no return". Following removal of the sds, a tear was noted in the proximal end of the catheter. The physician was satisfied with the stent's position and the procedure was completed without further intervention. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.